Manufacturer narrative:
Philips service replaced the mrc tube, hivo chassis, and fdc sib, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that there was a loss of imaging during clinical use on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.